Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that there was a failure with the recharger and that an intermittent "no device found" message was seen. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt said it took them 3 hours to charge their ins from 30 to 90% when it usually only takes them 25 minutes to recharge. Pt mentioned that the controller had shut off and acted strange so they then took the battery out, put it back in and that was when they noticed the long recharging time. Pt inspected the rtm and did not notice any damage. Pt said the rtm gets warm while recharging but not hot (pt lays on rtm or leans on it on the couch). Pt mentioned that from sunday to sunday, it was usually at 60% but went down to 30% the previous week which was unusual (pss was unsure what pt was talking about as they seemed confused). An email was sent to the repair department to replace the rtm. Pt mentioned that this was their second ins (pt did not make any allegations towards previous ins). No symptoms or patient complications were reported. Pt called back on (B)(6)2022 stating they received the recharger but it did not make a difference. The controller had not been functioning correctly. It went blank when pt was recharging last time. It took a while for pt to keep trying and it finally turned on. It also took over 1.5 hr to charge from 40% to 100%. Pt saw no damage. On the call had pt try aa batteries and try plugging in the wall without battery pack. Controller powered on without battery pack and also worked with aas. A replacement battery pack was sent out. No symptoms were reported.